Event description:
According to the complainant, during the procedure, the prolieve system's anchoring balloon appeared to only partially deflate upon removal. The physician successfully completed the procedure with this prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine and stable".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, represents the prolieve catheter; a part of the kit. The device has not been received for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed. Device discarded.